Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-00814, 1225714-2013-00815, 1225714-2013-00816, 1225714-2013-00817, 1225714-2013-00818.